Event description:
It was reported that, "trailing a triathlon 16mm size 2 cr insert and upon removal damage was observed to the underside of the trial and also to the impactor."

Manufacturer narrative:
Visual examination, device history review, complaint history review. Results - visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows a total of 8 reported events since 2004. Conclusion - the damage was due to improper alignment of the tibial insert impactor with the tibial component prior to impaction.